Event description:
The customer states that visible smoke and a burning smell were noted coming from the printer area of the tdx analyzer. The customer powered off then unplugged the analyzer. No injuries were reported or damage to the surrounding environment. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) at the customer site found that several lines were missing from the printer. The print head had burned. The fse replaced the printer tub and the printer driver board and verified correct operation. All was within specification. No tests were being run at the time of the incident and no injures occurred. The customer's issue is addressed in the tdx/tdxflx analyzer service manual, by abbott laboratories, under the error locator table - printer problem: no results print. This is a final report.